Event description:
It was reported that the customer experienced difficulty reading the pump's display due to its faintness, which affected their ability to navigate the device. As a result of this issue, the customer's blood glucose level rose to 401 mg/dl. The customer addressed the high blood glucose by using a correction injection via multiple daily injections (mdi) with assistance from their mother. There was no injury reported. To resolve the problem, technical support sent a replacement pump that included updated software. The customer was instructed to use mdi as a backup therapy until the new pump arrived and to return the faulty pump to avoid charges. The customer was also provided guidance on preparing and returning the old pump, and understood the need to program settings and connect their continuous glucose monitor to the replacement pump.